Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other devices used: catalog #unk, nexgen offset stem, lot #unk. Catalog #unk, unk nexgen rhk screwdriver, lot #unk. This report will be amended when our investigation is complete.

Event description:
Surgeon indicates that he has performed revisions of the nexgen rhk knee on an unspecified number of patients for unspecified reasons, and that during the procedure, experiences difficulty uncoupling the knee assembly with the specified hex driver.